Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using proglide devices. Reportedly, cuff misses occurred with three proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.